Manufacturer narrative:
Date rec¿d by MFR: 16may2019. Date of report: 01jul2019. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. When the oxygen concentration was set to 100%, it measured 90%. The service technician recommended that the flow sensor be replaced. The customer declined to have the flow sensor replaced. The service technician completed preventative maintenance on the device, replace the unit's filters and ran functional tests and no other abnormalities were found. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer contacted technical support (ts) stating that the unit had oxygen (o2) flow out of specifications. The customer reported there was no patient involvement.